Event description:
Customer reported receiving a blank screen and erratic glucose readings from their freestyle flash meter. Customer also reported experiencing symptoms of dizziness, confusion and warm and "in and out of consciousness". Paramedics were called and treated customer with liquid glucose and intravenous glucose. There is no report on diagnosis; an investigation into the details of this event is in progress. In addition, customer reported drinking milk to counteract her symptoms.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. A follow-up report will be filed when the customer returns the product with a valid serial number.